Manufacturer narrative:
The returned device was evaluated and an internal insulin leak was detected. The cause was localized to a small hole near the base of the soft cannula. An internal leak could impact the delivery of insulin resulting in the report hyperglycemia symptom. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide (14421-aw rev h) provides the following warnings: page 96: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider. Page 44: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged.

Event description:
The patient reported that their blood glucose (bg) level reached 411 mg/dl while wearing the pod between 1 and 4 hours. The patient reported treating the high bg level with a manual injection and activating a new pod.